Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. A supply change was performed to resolve the occlusions. It was reported that the customer experienced an intermittent low blood glucose (bg) level ranging from 50 to 499 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.